Event description:
The customer reported that she could smell like insulin while changing the infusion set and the reservoir leaked insulin. The blood glucose reading was 124mg/dl. The caller mentioned having hard time controlling her glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.